Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.4. The criteria is <55. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low are 52/49 mg/dl, for level high are 247/241 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
End user reported that medical attention was sought (B)(6) 2016 after receiving inconsistent readings from his prodigy glucose meter. The end user was disoriented and felt like he was going to faint. His wife called 911 and he could not recall his blood glucose level prior to the paramedics arriving. While waiting for the paramedics to arrive he was able to eat a tuna fish sandwich. The paramedics performed a glucose test with their meter and received a result of 29 mg/dl and transported the end user to the ER. While at the ER the end user received glucose, a turkey sandwich, chocolate pudding and a coke to raise his blood level. Upon discharge from the ER his blood glucose increased to 70 mg/dl and he was instructed to replace his meter. After the medical event his medication was changed from 35 units to 15 units once a day. No further information was provided.